Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to loosening.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): item # 00902603603, femoral head, lot # 61077839; item # unk, hip-unknown-stems-unk, lot # unk; item # 00630500036, liner, lot # 62043003; item # 00625006525, bone screw, lot # 62011518; item # 00625006535, bone screw, lot # 61874791. Report source: legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0002648920-2016-00863, 0002648920-2018-00346 . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately 3 years post implantation due to cup loosening, pseudotumor, corrosion of the trunnion. Op notes indicate necrotic tissue. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
The reported event was considered confirmed as visual inspection of the shell identified scratches, gouges, discoloration, and damages on the shell. The locking window had fractured off. The outer surface of the shell had bio debris embedded on it. Sem analysis of the head identified deposits at the taper opening and in circumferential bands on the taper surface. Axial and circumferential wear or corrosion marks were visible on the taper surface. Quantitative analysis of the taper surface showed combinations of biological material and cocrmo substrate material with elevated levels of cr, mo, and o in the darker deposit areas, possibly evidence of corrosion products from the taper. Presence of titanium, and minor amounts of vanadium, possible transferred from the stem taper were noted. Evaluation of the returned products do not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported shell porous with cluster holes 50 mm o.d., is associated with a 2012 correction _ zfa #2012-33. The reason for recall: zimmer inc. Is initiating a correction of certain trilogy acetabular system shells without holes. Device was not returned so no product evaluation could be conducted. Review of revision surgical notes indicated patient underwent a left tha revision due to chronic pain of the left hip. The findings were noted: 1) positive pseudotumor identified between gluteus medius and the lateral greater trochanter has had evidence of necrotic tissue pathology showed no evidence of acute inflammatory cells or histiocytes. 2) external rotator capsular flap appeared to be well healed with clear fluid synovial tissue in the joint showed no evidence of acute inflammatory cells. 3) polyethylene was removed to fixation screws were removed socket was fixed with only a fibrous ingrowth capping on the socket with a bone tamp the socket came out with no evidence of bone ingrowth between the socket and bone. 4) upon removing the femoral head there is evidence of corrosion on the neck of the trunnion as well as on the femoral head this is easily wiped off. It is noted in the technique section that the patient was treated with conversion to competitor devices. No intraoperative complications were noted and the patient tolerated th procedure well and was delivered to pacu in stable condition. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.